Manufacturer narrative:
Additional information: a1, b3, h6, h10. Additional information received there was no patient involvement.

Manufacturer narrative:
Returned device was received good physical condition. No evidence of reported problem in event log was found. The fault was verified. The pump presented with "ec 1310". The issue was found to be that the pump was stored with the batteries installed for long enough that a battery depleted error occurred. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd-legacy pca pump was presenting with error code 1310. There was no adverse events reported.